Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported that following a right oophorectomy via laparoscope for pelvic pain and determination that there were "no adverse issues", the physician proceeded with a novasure endometrial ablation. He received 2 unsuccessful cavity integrity assessment (cia) tests and moved to a hysteroscopy. A uterine perforation was seen "at the midline fundus". During the hysteroscopy an essure implant was noted in the pt's right fallopian tube (date of implant unk). Additionally, the physician reported the pt has had a previous novasure ablation (date unk). No treatment was needed for the perforation and the ablation was abandoned. The pt was admitted to the hospital for overnight observation and discharged home the next day. On (B)(6) 2012 the physician reported the pt has been seen on follow-up and is "doing very well".